Event description:
Reported a patient was receiving taxol via an implanted port. At an unspecified time during the infusion the patient and nurse noted a "2 inch diameter spill on the patient's sweatshirt." The customer contact noted the leak at the filter. There was skin contact, which was cleansed appropriately with soap and water. Therapy was resumed using a replacement tubing set and pump. There were no reported adverse patient effects. No medical interventions were required.